Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) response buttons failed.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (defective response button) was confirmed. Upon investigation, the rear response button was defective. The cause was isolated to a damaged center trace on the response button cable causing intermittent connection. The root cause for the damaged response button cable was not able to be identified. No adverse event resulted from the defective response button.